Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 129 mg/dl. Customer to an alternate form of insulin therapy, however a replacement pump was sent to resolve the issue.